Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced gleare/haloes. In a separate visit the lens was explanted and the problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
H6: type of investigation: 4110 - work order search: no similar complaint type events were reported for units within the same lot. Claim#: (B)(4). Manufacturer narrative: glare/haloes is identified in the labeling as a known potential adverse event following icl implantation.

Manufacturer narrative:
Correction data: d4 - model # - vticmo13.2 (-10.50/1.0/093). Claim# (B)(4).